Event description:
Described event or problem: suspected deflation.

Event description:
Right breast implant deflation. Bilateral breast implant exchange with mentor devices. Unknown if this was the initial use of device.